Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The alarm history revealed consecutive ¿call service (cs) 054/cs052/cs012¿ alarms on (B)(6) 2015. There was no activity outside normal use observed in the black box. The¿ez-prime¿ steps were performed correctly; no ¿cs012¿ alarms or any errors, alarms or warnings occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The product performed within specification and the reported ¿cs012¿ complaint was unable to be duplicated during investigation.